Manufacturer narrative:
The bag to vent switch was replaced to fix the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that there was the problem with the vent to bag switch. There was no reported patient involvement.